Event description:
It was reported that while in the cardiac intensive care unit the intra-aortic balloon (iab) was inserted into the patient's femoral artery without incident. After 48 hours of iab therapy the intra-aortic balloon pump (iabp) alarmed "blood in line." The iab was removed. Another iab was not inserted. The patient outcome is listed as "fine." The iabp did not generate strips, due to no paper available. X-rays were not performed.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.